Event description:
It was reported that a pump alarmed for system error 105. It was reported that there was no patient harm.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom system error 105 was confirmed through the history log. The evaluation was unable to determine the cause. Upon evaluation of known contributors to system error 105 it was determined that the motor assembly was the failing component. As a result, the motor assembly was replaced.